Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and d egenerative disc disease/herniated disc pain. It was reported that the patient had been in the ER the last two days and had been in the hospital prior a couple of times. They stated that every time they turned their stimulation up above 3.0 it triggers ibs (irritable bowel)-like symptoms of stabbing pain, severe diarrhea, severe nausea, loss of control and these symptoms take a couple of days to get over once they turn their stimulation off. The patient stated that these symptoms take them out of work and they just started a new job. The patient stated that this started in april, when they turned the stimulator on. They stated that they had seen a specialist and had been poked and prodded and hospitalized. The patient stated that it did not matter which group they used, they had a and b and noticed no difference. The patient stated that they had lost a lot of weight because they were scared to eat. The patient stated that they were staying away from dairy, but when the ins was dead they could have milk and did not get ibs when the stimulator was dead. The patient stated that when it does not have a charge to it, they were completely fine. Then they started having pain the second they turn stimulation on. They stated that they needed to have it on 3 or higher to get any kind of relief. They stated that it was like clockwork; within 24 hours of t urning it on they would have severe diarrhea and stabbing pain. The patient stated that they had been on dilaudid for two days and had two bags of IV fluids. They stated that it had been horrible the last two days. They stated that the healthcare provider (hcp) looked at them like they were nuts. The patient stated that they turned their stimulation off saturday, but still had ¾ of a battery and were still having symptoms. The patient stated that they had a contrast colonoscopy, a cat scan of their stomach, and the hcp could not figure out what was wrong, everything was clean. The patient indicated that they had not yet spoken to their managing hcp, but were trying to speak with them. The patient stated that they left a message yesterday and a message today and had not gotten a call back. They wanted to continue working with them. A message was left with the secretary at the hcp office for someone to call the patient back. The patient stated that while they were on hold they had another bout of diarrhea and had to give the phone to their mother. The patient was redirected to follow-up with their hcp. The event had been occurring since implant on (B)(6) 2018. No further complications were reported/anticipated.